Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date has been added.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the clamp on the saw side of the robotic assisted saw interface right (sasi) was loose. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. Visual analysis found some light surface level scratches on the underside of the saw handpiece (sh) lever and on the body near the sh lever. The light scratches are consistent with the user having difficulty unclasping the saw and using another device to pry the lever open. Galling was also observed on one of the two saw clamp pins in the area that the pin was visible. A functional evaluation found the lower (planar) lever rotated smoothly and fully. Upper sh lever rotated fully but offered moderate resistance. When this sasi was clamped onto the production equivalent sh, the force required to close and open were moderate. No rotational or translational movement was found either between the sasi clamp and the sh, or between the sasi clamp and the sasi body. While activating this sh lever to clamp and unclamp, the sh lever became extremely bound up. The stiffness appears to be due to the galling observed around one of the saw pins. As a result, the sasi is difficult to both assemble and disassemble with the mating component. The sh lever was freed up using surgical lube and warm water. The sasi was then re-tested, this time with the least material condition (lmc) saw wing gage. Again, no rotational or translational movement was found. Per the instruction for use: maintenance and inspection section, all moving parts must be thoroughly cleaned and lubricated after each use to avoid damage between the articulating components of the device. Based on the investigation, the reported loose condition was not confirmed, however, the sasi saw clamp was difficult to open and close and was found stiff due to galling.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.